Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in the calcified unspecified coronary vessel. The physician advanced the 15mm x 2.50mm apex monorail balloon catheter across the lesion. The balloon was inflated to 10atms and ruptured. The number of times the balloon was inflated prior to the rupture is unknown. The physician used a different device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device has not been returned; therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).